Manufacturer narrative:
Unresponsive down button due to flattened dome switch and an unlocked connector on the lcd board. Unable to perform a displacement test due to unresponsive button. Unit had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's down arrow button was unresponsive. Customer's blood glucose level was 184 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.